Manufacturer narrative:
The reported events were lead sensing issue and lead slack issue. A complete lead was returned in two pieces. The reported event of lead sensing issue was not confirmed. Electrical testing, visual and x-ray examinations found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented in-clinic for a defibrillator changeout procedure. Prior to procedure it was noted that the right-ventricular (rv) lead exhibited r-wave amplitude variation. During procedure, lack of slack was noted on the rv lead. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in-clinic for a defibrillator changeout procedure. During the procedure it was noted that the right-ventricular (rv) exhibited lack of lead slack and r-wave amplitude variation. As a resolution the rv lead was explanted and replaced. The patient condition was stable.